Event description:
It was reported that during the preparation for a lead placement procedure, an insulation anomaly was noted on the right atrial lead. The lead was not used. The patient experienced no adverse consequences.